Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as broken out and itchy, without any indication of open or broken skin. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed hydrocortisone and hydroxizene for the reaction. Outcome of the reaction is unknown.